Event description:
The manufacturer became aware of a post market clinical follow-up report received from (B)(6) medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of long bone fractures with the t2 knee arthrodesis nailing system (t2 kan)¿ which is associated with the stryker ¿t2 knee arthrodesis nailing system¿. This study includes research done on 4 patients requiring surgery between the period (B)(6) 2013 to (B)(6) 2018. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses distal locking screw loosening, pain and irritation at the screw site for which hardware was removed 10.5 months postoperatively. The report states: ¿patient one is a 57-year-old female who had a left knee arthrodesis performed. They had a distal locking screw become loose and prominent and has dealt with pain and irritation at the screw site. Therefore, after discussing risks, benefits and alternatives of treatment, they elected to undergo surgical removal of hardware at 10.5 months postoperatively. Culture and biopsy were negative for infection or pathologic bone.¿

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of cincinnati medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of long bone fractures with the t2 knee arthrodesis nailing system (t2 kan)¿ which is associated with the stryker ¿t2 knee arthrodesis nailing system¿. This study includes research done on 4 patients requiring surgery between the period january 1, 2013 to december 31, 2018. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses distal locking screw loosening, pain and irritation at the screw site for which hardware was removed 10.5 months postoperatively. The report states: ¿patient one is a(B)(6) old female who had a left knee arthrodesis performed. They had a distal locking screw become loose and prominent and has dealt with pain and irritation at the screw site. Therefore, after discussing risks, benefits and alternatives of treatment, they elected to undergo surgical removal of hardware at 10.5 months postoperatively. Culture and biopsy were negative for infection or pathologic bone.¿